Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. See manufacturer's report numbers 1627487-2010-01253 and 1627487-2010-01264 for devices 2 and 3 respectively. On (B)(6) 2006, the patient was implanted with a scs system. On (B)(6) 2010, the clinical specialist met with the patient for a programming session and noticed that the patient had several invalid contacts. The patient stated that it was becoming harder to achieve parasthesia and that she did not have sufficient coverage. On (B)(6) 2010, the patient's system was explanted and replaced. The patient is currently receiving satisfactory stimulation.